Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the right cylinder connecting tube was identified. The crack in the cylinder connecting tube was not detailed by the hospital. The pump was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, and leak tested. Microscope examination revealed that the poppet rod was found to be misaligned. The pump failed the leakage test, the water only flowed in and out of the reservoir kink resistant tubing (krt). The pump was not able to be functionally tested due to the poppet rod misalignment. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the right cylinder connecting tube was identified. The crack in the cylinder was not detailed by the hospital. The pump and one reservoir were removed and replaced. No patient complications were reported.